Manufacturer narrative:
Philips service replaced the bypass switch, 1pups controller, terminal strip, 230vac fans, and single-phase ups, and repaired teal pdu components. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to boot after a breaker trip during use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.